Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set needle started "gushing" blood during use while drawing blood from the patient. The following information was provided by the initial reporter: "while the member of staff was taking blood from the patient, the needle in the butterfly started gushing blood out as if there was an extra hole that should not be there. She removed needle carefully, and did the procedure all over again with a new butterfly. This did not result in any harm for the patient."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set needle started "gushing" blood during use while drawing blood from the patient. The following information was provided by the initial reporter: "while the member of staff was taking blood from the patient, the needle in the butterfly started gushing blood out as if there was an extra hole that should not be there. She removed needle carefully, and did the procedure all over again with a new butterfly. This did not result in any harm for the patient."